Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level rose to 480 mg/dl. The patient reported that their controller was updating and got stuck on step 14 and "would not move" and the patient was unable to deliver a bolus. The patient stated she was tired, she had a headache, she was nauseous and had dry mouth. The patient went to the hospital and was treated with fluids and insulin. The patient was discharged after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the user mentioned that the controller would get stuck at step 14 of 29 during loading. Upon turning on and unlocking the returned controller, it was observed that the application got stuck at step 14 of 29 during initialization. No looping or restarting of the app was observed. The initialization error was observed to replicate in the debug version of the application during download of the android log files. Inspection of the android log files from the debug version of the application showed that the application was getting stuck due to an "out of memory" error in the realm initialization. Inspection of the production logs confirmed the initialization error occurring during use, with the logs showing the error occurring during realm initialization. This error repeated every time the controller was restarted. The default. Realm file was found to 1.39 gb in size which is larger than expected. This increased file size contributed to the database being unable to initialize during step 14 as expected. The exact cause of the increase in realm file size could not be determined from the available logs.